Event description:
It was reported that the device was used during a hemicolectomy, the bottom ring tore off each device 3 continous times from the bottom sleeve. Case was converted to open to complete the case.